Manufacturer narrative:
As reported through the open study, the shaft of the flex stent was broken upon opening the packaging. The device was inserted into the patient anyway, but the stent could not be deployed. The product was discarded. Another flex stent was used successfully. Additionally, a type b dissection was noted during pre-dilation. The dissection was successfully treated by the study stent. There was no reported patient injury. Additional information received indicated that the physician opened the device from the packaging, and he carefully flushed it and placed it on the table. When the device was loaded the device on the wire, he noticed that the spot where the delivery handle meets the shaft was broken. It was under the blue gripper device, so when the blue gripper was moved over, he discovered the separated shaft. The inner stent shaft was still attached but the outer shaft was separated. There was no damage on the packaging. The box and both internal plastic wrappers were completely intact upon opening. The dissection noted was not related to a cordis product. Information received from open study database indicates that approximately thirty-seven days¿ post index procedure the patient experienced right leg pain (thigh) when climbing stairs. At the six months¿ follow-up appointment, a duplex showed the patient had moderate right superficial femoral artery (sfa) in-stent re-stenosis on the study stent. Approximately forty months¿ post index procedure the patient experienced an ischemic rest pain in the right lower extremity and a non-healing ulcer lateral aspect of the right ankle. Also, an angiogram revealed a right superficial femoral artery (sfa) occlusion. The above events were determined to be unrelated to the index procedure but possibly related to the device. The patient was hospitalized and a right fem-pop bypass - surgery was performed. The patient was discharged four days later with the ulcer resolved. Neither of the products involved were returned for analysis. For the involved product cdm60150v2, a review of the device history record (DHR) of lot 1409718 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stent delivery system (sds)- cracked - during prep and stent delivery system (sds)- deployment difficulty ¿ unable involving product cdm60150v2 could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. As per the voice of the customer, that even though the device appeared damage when removed from packaging prior to use, it was inserted into patient intended for use. The instructions for use (IFU) states: carefully inspect the sterile packaging and device prior to use. Do not use if it appears damaged. Use of a damaged device may lead to deployment inability. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The ischemic limb pain and lower extremity ulcer could be a possible result of the decrease in blood flow to the lower extremities related to the sfa occlusion. Neither the DHR nor the information available suggests a design or manufacturing related cause for the events reported; therefore, no corrective/preventive action will be taken.

Event description:
As reported through the open study, the shaft of the flex stent was broken upon opening the packaging. The device was inserted into the patient anyway, but the stent could not be deployed. The product was discarded. Another flex stent was used successfully. Additionally, a type b dissection was noted during pre-dilation. The dissection was successfully treated by the study stent. There was no reported patient injury. Addendum: additional information received indicated that the physician opened the device from the packaging, and he carefully flushed it and placed it on the table. As he loaded the device on the wire, he noticed the spot where the delivery handle meets the shaft was broken. It was under the blue gripper device, so when the blue gripper was moved over, he discovered the separated shaft. The inner stent shaft was still attached but the outer shaft was separated. There was no damage on the packaging. The box and both internal plastic wrappers were completely intact upon opening. The dissection noted was not related to a cordis product. Then, approximately thirty-seven days post index procedure the patient experienced right leg pain (thigh) when climbing stairs. The event was determined to be unrelated to the index procedure but possibly related to the device. Then, at the six months follow-up a duplex showed the patient had moderate right superficial femoral artery (sfa) in-stent re-stenosis on the study stent. The event was determined to be unrelated to the index procedure but definitely related to the device. Then, approximately forty months post index procedure the patient experienced an ischemic rest pain in the right lower extremity and a non-healing ulcer lateral aspect of the right ankle. The events were determined to be unrelated to the index procedure but possibly related to the device. Also, an angiogram revealed a right superficial femoral artery (sfa) occlusion. The event was determined to be unrelated to the index procedure but possibly related to the device. The patient was hospitalized and a right fem-pop bypass - surgery was performed. The patient was discharged four days later with the ulcer resolved.